Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included reconnecting a lose power supply connector to the system's hard drive and tightening the power supply pins. System was tested to factory's specs.

Event description:
Customer reported an issue with the panorama central station's server, which may have affected telemetry monitoring. No pt injury was reported.